Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the erbe had an error message occurred repeatedly. The customer rebooted the integrated electrosurgical unit (iesu); however, the issue persisted. The customer did not check the error message and replaced with a third party to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a third party generator robotically. The integrated electrosurgical unit (iesu) was replaced after the procedure. The customer said it¿s not possible to disclose patient demographic information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the issue was confirmed via system log. No related visual issues were found. Testing showed errors 3-71 and m-02-4 on power-up. The unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. Error 1-71 indicate (port 1) relay error.

Manufacturer narrative:
Fa codes were updated.

Event description:
Refer to h11 for follow-up information.